Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. The patient has alleged insomnia, olfactory disorders, nosebleeds, sore throat, low vision, neck pain, spinal twist, whole body spasms, thyroid enlargement, abnormal electrocardiograms, prostate enlargement, and cancer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device has not been yet returned to the manufacturer.

Manufacturer narrative:
In the initial report the b5 section was filled with incorrect statement. The correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. The patient has alleged insomnia, olfactory disorders, nosebleeds, sore throat, low vision, neck pain, spinal twist, whole body spasms, thyroid enlargement, abnormal electrocardiograms, prostate enlargement, and cancer. The device has been scrapped already; therefore, it cannot be retrieved for evaluation. In addition, appropriate code updated/corrected in this follow-up report.